Event description:
It was reported that insulation abrasion was observed on the lead during device change-out. The lead remains implanted and all measurements were within normal limits. The patient was doing fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.